Manufacturer narrative:
Result: sensor coil cord.result: motion interrupt pan.

Event description:
It was reported by service report that the headend lift was stuck at an elevated height and the motion interrupt pan was damaged.